Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history review (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a pump was alarming no disposable clamp tubing. The patient was instructed to clamp the tubing and remove the cassette. There was air in the line so the patient massaged the tubing and tapped on the cassette. The patient then reattached the cassette and restarted the pump, but the pump continued to alarm. The patient powered the pump off. Patient removes the pump himself at home. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 6500 h4: correction: device manufacturing date: 08-jun-2011